Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the prime test at 4.0 pounds due to faulty force sensor system.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 158 mg/dl. The customer will be sent a replacement pump.